Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed record of occlusion alarm with high force. On investigation, the pump powered on normally and ez-prime steps were successfully completed without pump alarm. The force sensor was evaluated and found to be within required specifications. The pump was exercised for 24 hours without any occurrence of occlusion. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.